Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use the current pump as backup therapy and send the problematic pump back using a prepaid label. The pump was under warranty, and the customer acknowledged knowing how to put it into storage mode as advised by technical support.